Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a persistent screen navigation issue in which the device became stuck on the fill tubing screen and remained unavailable for normal operation despite battery drain, recharge, restarts, and app pairing attempts; blood glucose readings remained visible and a reported glucose value was 142 mg/dl, and a replacement device was shipped. Symptoms included no adverse clinical effects and no reported hypoglycemia or hyperglycemia. Outcomes included no medical intervention and no hospitalization. Investigation included technical troubleshooting with the user and replacement of the device with return of the original units for evaluation. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.